Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed old unipolar impedance alerts on both the right ventricular (rv) and right atrial (ra) leads for low impedance. The current lead impedance trends were stable and no programming changes were requested. The leads remain in use. No patient complications have been reported as a result of this event.